Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The patient remains on lvad support. However, a portion of the percutaneous lead (driveline) is expected to be returned for investigation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad encountered intermittent pump stops. The patient was reported as asymptomatic. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and confirmed the intermittent pump stoppages only when the lvad was supported by the mobile power unit (mpu). This type of behavior had been previously linked to potential issues with the percutaneous lead. X-rays showed a suspect area at the external strain bend relief. On 20sep2018 technical services performed a percutaneous lead (driveline). There were no immediate alarms. It was reported that later that day while patient was sitting in bed eating lunch, the pump stop alarms returned and the pump stopped several times. The lvad was placed on battery support. The lvad clinician requested an ungrounded patient cable and would provide the patient with a new power module.

Event description:
Additional information: it was reported that on an unspecified date the healthcare professionals had applied rescue tape to the driveline near the strain relief. This location was right by the suspect are seen on the x-rays.

Manufacturer narrative:
Device evaluation: the evaluation of the replaced external portion of the percutaneous lead (driveline) did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal-end percutaneous lead (driveline) replacement was performed on (B)(6) 2018 and approximately 19.5 inches of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately 1.5 - 4.5 inches from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket at the terminus of the system controller bend relief. The outer silicone jacket, bionate cover, and the metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The submitted log file contained data from 03aug2018 through 18sep2018. The file showed normal pump behavior until 02sep2018 at 1:43:39 am. At that time, the pump appeared to struggle to maintain the set speed, resulting in a pump stop while the patient was connected to the mobile power unit (mpu). Two motor stopped alarms were captured which had corresponding low speed hazard/operation and low flow hazard alarms. The patient switched between battery power and the mpu and the pump appeared to regain normal function. Additional pump stops were captured on 10sep2018 at 9:02:02 am, 15sep2018 at 12:17:19 am and 10:00:28 am, 17sep2018 at 11:03:16 am, and 18sep2018 at 12:13:53 am and 9:24:39 am while the lvad was connected to the mpu. During each event motor stopped alarms were observed with corresponding low speed hazard/operation and low flow hazard alarms. No further information was provided. The manufacturer is closing the file on this event.